Manufacturer narrative:
The device was returned to an olympus service center for evaluation. After the device was returned to olympus, it was sent out for additional testing and sterilization. The customer provided their cleaning, disinfection, and sterilization processes. The cleaning and disinfectant solutions used with the endoscope is acecide or rapicide. The minimum effective concentration is checked with every cycle. The olympus oer-elite and medivator advantage plus are the automated endoscopic reprocesses (aer) used to reprocess the endoscope. The endoscope channel is brushed with a single-use olympus combo brush during manual cleaning. Pre-cleaning is performed immediately after a procedure. Non-olympus compliance kits are used, and pre-cleaning steps are performed per scope instructions for use (IFU) when pre-cleaning. The endoscope is leak tested with a non-olympus leak tester prior to manual cleaning. No problems have been noted with the aer. It is unknown when the last preventative maintenance for the aer was performed. The endoscope is stored vertically in a standard scope cabinet with hepa filter circulating air. The olympus endoscopy support specialist (ess) performed an in-service for the facility on october 5, 2022. There has been no change in the facility¿s reprocessing staff since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The user facility reported that during routine testing, the endoscope tested positive for microbial contamination. On (B)(6) 2022, the endoscope ports tested positive for gram positive bacilli (unspecified colony forming units/cfu). The scope was then cultured on (B)(6) 2022, and the elevator tested positive for bacillus species (unspecified cfu). The device was taken out of service on (B)(6) 2022. The user facility did not report any patient death or infection as result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the instrument channel was kinked, the bending section rubber glue was cracked and the customer label on grip and scope connector were damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.